Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) surgical procedure of the clavicle using clavicle plates, it was observed that the torque limiting attachment/quick coupling device fell apart (unscrewed). It was reported that no fragments were generated. There were no delays in the surgical procedure. It was unknown if a spare device was available for use; however, it was reported that the surgery was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The patient status post-surgery was fine. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device carrier shaft was coming apart from torque unit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.